Event description:
Procedure type: hernia. According to the rptr: the surgeon was dissecting and noticed the instrument wasn't dissecting. When he pulled it out to look, one of the jaws of the instrument was missing. The surgeon looked for the other half of the jaws with the scope and found it had fallen in the pt. There was bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).